Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the oxygen (o2) sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator was given oxygen (o2) sensor out of range alert while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.